Manufacturer narrative:
Updated data: a4. Patient weight. B5. Additional information was received that the valve re-intervention was performed due to somatic growth which caused stenosis and an obstruction. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a4. Patient weight b5. Additional information was received that the initial valve was re-dilated due to stenosis of the valve. It was reported that not sufficiently preparing the conduit caused the type I stent fracture to develop into a type ii. The type ii stent fracture was the cause of the obstruction at the valve. Five years, five months, twenty-three days following valve implant, a second valve was implanted valve-in-valve which relieved the obstruction. No additional adverse patient effects were reported.  H6. Device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as streptococci viridans. This process is validated using the worst-case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it is unlikely that the organism originally came from the device and/or manufacturing valve process. In addition, the information received also indicates that the endocarditis occurred over four years post implant. Endocarditis that occurs more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. Therefore, it was highly unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Endocarditis related risks are addressed in the current risk management file. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. Based on the information available, it was reported that a re-intervention of the initial valve was performed for somatic growth which resulted in type I stent fractures, then it developed into type ii stent fracture. This indicates that the probable cause of the stent fracture could be contributed to patient¿s medical history. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, five months, twenty-four days following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted in the same pulmonary position for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that sometime between five and seventeen months following valve implant, the valve needed to be re-dilated, which resulted in several type 1 stent fractures. The patient subsequently got endocarditis and was successfully treated medically. The patient became symptomatic and it was determined the stent fracture further developed to a type ii and was unable to be dilated to relieve the obstruction. The second pulmonary bioprosthetic valve was implanted valve-in-valve which resolved the issue. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.